Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system's control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The philips service engineer confirmed the reported failure and replaced the solenoid and removed excess grease to repair the system. An investigation is underway to determine the root cause of the issue. The results of the investigation will be included in a follow up report.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The investigation concluded the solenoid was not releasing the pin to the locked position. The failure was caused by the latching mechanism not fully engaging. The ultrasound system has been returned to service with no similar issues reported.